Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt/ ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was discovered by intracardiac echocardiography (ice). Pericardiocentesis was performed to drain 330 cc of fluid from the pericardial space. Drain was put in place. The patient was reported in stable condition after pericardial drainage. There was no indication that prolonged hospitalization was required. The patient had fully recovered. The physician¿s opinion regarding the cause of the adverse event was that it was procedure related. It was believed that the adverse event occurred during the transseptal phase (had already been across, was trying to find original transseptal). Ablation had already been applied prior to the adverse event discovery. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 15 ml/min. No biosense webster, inc. Product malfunctions nor error messages were reported. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were range: 3 mm; time: 3 sec; fot 25% 3g; 3mm tag size. Fti was used as coloring option. With the information available, this event is being conservatively reported under the ablation catheter since the adverse event was discovered after ablation had been already performed; therefore, the ablation catheter cannot be excluded.